Event description:
It was reported that the previous implantable neurostimulator (ins) was due to pulling in the pocket. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown; product type extension product ID 3387s-40, lot# v184846; product type lead product ID neu_ptm_prog; serial# unk; product type programmer, patient. (B)(4).